Event description:
It was reported by service report that the scale and bed exit were not working on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: wrong bed extender used.